Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to reaching elective replacement indicator (eri) after being implanted for 17.1 months. Premature battery depletion is being questioned.